Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing had disconnected from the chamber. It was also noted that there was no trace of solvent present on the tube. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set it was observed that the tubing had separated from the chamber. There was no patient involvement. No additional information is available.